Manufacturer narrative:
The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. In this event, the customer reported the bed exit did not annunciate at the nurse¿s station and a patient fell; however, there was no report of a patient injury. The customer replaced the asbc, and the bed exit functioned as intended. If a missed bed exit notification at the nurse¿s station (due to a defective asbc) were to recur, it would be likely to cause or contribute to a death or serious injury. Based on this information, no further actions are necessary at this time.

Event description:
A customer medwatch report was received, and the customer reported an event involving the nurse call system in which a bed exit alarm did not annunciate at the nurse¿s station and the patient had an unwitnessed fall. The bed exit alarm was on, and the alarm sounded in the patient¿s room. There was no patient injury reported. Follow up with customer was performed and it was reported that there were also issues controlling the tv in the room where the event occurred. Baxter inquired if the patient sustained an injury because of the fall and no additional information was provided. The customer indicated the audio station bed connector (asbc) was replaced and the bed exit functioned properly following replacement of the asbc. This incident was captured under hillrom complaint ref # : (B)(4).